Event description:
It was reported that during a routine follow-up, noise was observed on the rv lead. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.